Event description:
It was reported that the patient had a couple of urinary tract infections (uti) in (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va09lqt, implanted: (B)(6) 2013, product type lead. (B)(4).